Manufacturer narrative:
The device was not returned to olympus as the device was later found to function; the reported problem was attributed to a processor. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a laparoscopic cholecystectomy procedure, the image was lost. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the device was not returned, the complaint could not be confirmed and the root cause could not be identified. Olympus will continue to monitor field performance for this device.